Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, the device sterile barrier was compromised. During the opening of the external package of the device, the internal package tore opened. The procedure was completed with another of the same device. No patient complications were noted.

Event description:
It was reported that during unpacking for a coronary stenting treatment procedure, the device sterile barrier was compromised. During the opening of the external package of the device, the internal package tore opened. The procedure was completed with another of the same device. No patient complications were noted.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a promus element plus stent delivery system (sds) in a partially opened inner pouch which was inside an opened foil pouch. The inner pouch was partially torn down the left side and in the left corner. The foil pouch was torn open down the left side and across the top. The inner pouch and foil pouch were lined up along the torn ends. The torn edges line up with each other indicating that the pouches were torn at the same time, which is consistent with the reported information. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. It is notable that there was no evidence of any specification non-conformances related to the complaint device. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).